Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer accidently jumped in a pond while wearing his pump and that the pump was submerged and is no longer working. The customers blood glucose level was 250 mg/dl at the time of incident. Customer will use multiple dose injections for insulin therapy until replacement pump is received.